Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections and fuses were reseated during the service call. The system software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.